Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort, swelling and pain in the scrotum due to pump placement. It was noted that the reservoir had herniated. The pump also rotated and it was difficult to find. It was difficult to inflate and deflate the device. There is a revision procedure booked. There were no further patient complications reported.